Manufacturer narrative:
Additional information was added to d9, g4, h3, h4, h6, and h11. Correction to d1, d4. H4: the lot was manufactured between january 24, 2023 ¿ january 25, 2023. H11: three (3) actual devices were received for evaluation. A visual inspection along with magnification was performed, and small white foreign matters embedded in the fill port tube tubing were observed. No particulate matter was found in the actual fluid pathway. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause is likely due to variations in the manufacturing process of the actual fill port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500 ml eva tpn bags had foreign material in the port. This was noticed before patient use. There was no patient involvement. No additional information is available.